Event description:
It was reported that the right atrial (ra) lead was accidentally cut by the physician during a ventricular assist device procedure. Impedance dropped to a low range and p-wave values were small. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.